Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not suspend insulin delivery when the customer experienced a low blood glucose (bg) ranging between under 55 and 90 mg/dl. Cause of initial low bg was not provided. No further information was provided.